Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: feb 29, 2024. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection of the complaint lens reveal that it was coated in viscoelastic residue. The lens was cut in half. The lens was cleaned, and damage was observed on the surface of the lens, consistent with a lens that was explanted. No issues were observed that could contribute to the complaint issue reported. The complaint issue "unfolding issue" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a5 (ethnicity/race): unknown/ not provided. Asku. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a monofocal intraocular lens (iol) was fully inserted into the patient's right eye. However, it would not position correctly, doctor noticed iol would not unfold, so doctor decided to cut and remove the lens during the same procedure. Another johnson & johnson lens of different model and diopter (za9003, 23.5d) was used as a replacement. It was stated that there was capsule tear, but no vitrectomy was done. There were no surgical and/or medical interventions required. The patient outcome was fine and no injury reported. No other information was provided.